Manufacturer narrative:
The investigation for high purge pressure has been completed. Impella cp was returned for evaluation. No abnormalities were noted on visual inspection. Pump was purged for 5 minutes then pump was then run at p-9 for 5 minutes and high purge pressure alarms did not reproduce. Data logs were reviewed and rt log at time of high purge pressure alarms show a motor current spike and speed deviation with pump flows becoming momentarily saturated. Purge pressure begins to rise with a drop in purge flow over a period of 5 minutes before high purge pressure alarms are triggered. Lt log at time of high purge pressure alarms showed purge pressure remained high for approximately 4 hours before purge resolved and returned to normal values. The root cause of the high purge pressure was most likely biomaterial ingestion. D9 date device returned to manufacturer added g2 report source; foreign was missing on manufacturer device report 1220648-2024-13155.

Event description:
The complainant reported that during impella cp support for a patient of an unknown age and gender, there was high purge pressure leading to the pump being explanted and being replaced with an impella 5.5. The patient is still on support.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.